Manufacturer narrative:
The pump passed the delivery accuracy test and the motor passed the motor test.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
The customer reported via phone call that he was hospitalized with low blood glucose on (B)(6) 2015. He stated that the night before, his blood glucose was 56 mg/dl, he was treating with food but it went to 79 mg/dl and then back to 56 mg/dl, then 59 and 72 mg/dl and he decided to go to the emergency room. Customer stated the insulin pump might be over delivering insulin. Blood glucose at the time of admission was 111 mg/dl. He was sent home with glucagon shot. Blood glucose at the time of the call was 380 mg/dl; treated with manual injection. The drive support cap is normal. Last set change was on (B)(6) 2015 and he was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen and daily totals were accurate. Device was not exposed to a magnetic field and failed the displacement test the first time but passed the second time. The insulin pump would be replaced and returned per customer's request.